Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded'), device dislocation ('right essure insert was also in unsatisfactory position located just above the course of the proximal right fallopian tube./unsatisfactory position of both essure inserts') and device expulsion ('migration/migration of essure device location of device: uterus/embedded in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, nabothian cyst, leukorrhea and ovarian cyst ruptured. Previously administered products included for an unreported indication: mirena. Concomitant products included amlodipine since (B)(6) 2014, intrauterine contraceptive device (paragard) from (B)(6) 2014 to (B)(6) 2015 and memantine hydrochloride (condomania). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain") and dysmenorrhoea ("pain: dysmennorhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, bacterial vaginosis, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping) pelvic pain and abdominal pain. Essure confirmation test: results of confirmation test: right occlusion only, malposition. Discrepancy noted in insertion date-(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes; on (B)(6) 2015: failure to occlude (close) fallopian tubes the left essure insert is again noted to be unsatisfactorily positioned appearing twisted and oriented vertically. The right essure insert was also in unsatisfactory position located just above the courseof the proximal right fallopian tube. Impression: unsatisfactory position of both essure inserts with contrast opacification of both fallopian tubes and free intraperitoneal spill of contrast on the left. Grossly unremarkable appearing uterine cavity and fallopian tubes. Second intrauterine device noted; on (B)(6) 2014: impression: the left fallopian tube is not obstructed the left leg the essure is not within the left fallopian tube the right fallopian tube is obstructed. Imaging procedure - on (B)(6) 2013: right occlusion only, malposition. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, vaginal yeast infection, vaginal discharge and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received- new events bacterial vaginosis, dyspareunia and vaginal discharge were added. Migration was updated into migration of essure device location of device: uterus and right essure insert was also in unsatisfactory position located just above the course of the proximal right fallopian tube/unsatisfactory position of both essure inserts. Reporter and patient demography added. Medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain") and dysmenorrhoea ("pain: dysmenorrhea (cramping)"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping) pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: right occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes incident. Event injury was removed. New events pain: dysmenorrhea (cramping) pelvic pain /abdominal pain and migration were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded/ the coils are most likely embedded in the myometrium'), device dislocation ('right essure insert was also in unsatisfactory position located just above the course of the proximal right fallopian tube/ unsatisfactory position of both essure inserts') and device expulsion ('migration of essure device, location of device: uterus/ embedded in uterus') in an adult female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, nabothian cyst, leukorrhea, ovarian cyst ruptured, nephrolithiasis, gonorrhea, chlamydial cervicitis, chlamydia trachomatis infection, lithotripsy, pregnancy test urine negative and constipation. Previously administered products included for an unreported indication: mirena. Concomitant products included amlodipine since (B)(6) 2014, intrauterine contraceptive device (paragard) from (B)(6)2014 to (B)(6)2015 and memantine hydrochloride (condomania). On (B)(6)2013, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device dislocation, device expulsion, dyspareunia, bacterial vaginosis and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping) pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure devices located outside the fallopian tubes bilaterally with free intraperitoneal spillage of contrast bilaterally; on (B)(6)2014: impression: the left fallopian tube is not obstructed. The left essure is not within the left fallopian tube. The right fallopian tube is obstructed; on (B)(6)2014: failure to occlude (close) fallopian tubes; on (B)(6)2015: failure to occlude (close) fallopian tubes. The left essure insert is again noted to be unsatisfactorily positioned appearing twisted and oriented vertically. The right essure insert was also in unsatisfactory position, located just above the courseof the proximal right fallopian tube. Impression: unsatisfactory position of both essure inserts with contrast opacification of both fallopian tubes and free intraperitoneal spill of contrast on the left. Grossly unremarkable appearing uterine cavity and fallopian tubes. Second intrauterine device noted. Imaging procedure - on (B)(6)2013: right occlusion only, malposition. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, vaginal yeast infection, vaginal discharge and abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded/ the coils are most likely embedded in the myometrium'), device dislocation ('right essure insert was also in unsatisfactory position located just above the course of the proximal right fallopian tube./unsatisfactory position of both essure inserts') and device expulsion ('migration/migration of essure device location of device: uterus/embedded in uterus') in an adult female patient who had essure (batch no. B34603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, nabothian cyst, leukorrhea, ovarian cyst ruptured, nephrolithiasis, gonorrhea, cervicitis, chlamydia trachomatis infection, lithotripsy, pregnancy test urine negative and constipation. Previously administered products included for an unreported indication: mirena. Concomitant products included amlodipine since (B)(6) 2014, intrauterine contraceptive device (paragard) from (B)(6) 2014 to (B)(6) 2015 and memantine hydrochloride (condomania). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain") and dysmenorrhoea ("pain: dysmennorhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device expulsion, bacterial vaginosis, dyspareunia and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping) pelvic pain and abdominal pain. Essure confirmation test: results of confirmation test: right occlusion only, malposition. Discrepancy noted in insertion date (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices located outside the fallopian tubes bilaterally with free intraperitoneal spillage of contrast bilaterally.; on (B)(6) 2014: impression: the left fallopian tube is not obstructed the left leg the essure is not within the left fallopian tube the right fallopian tube is obstructed; on (B)(6) 2014: failure to occlude (close) fallopian tubes; on (B)(6) 2015: failure to occlude (close) fallopian tubes the left essure insert is again noted to be unsatisfactorily positioned appearing twisted and oriented vertically. The right essure insert was also in unsatisfactory position located just above the courseof the proximal right fallopian tube. Impression: unsatisfactory position of both essure inserts with contrast opacification of both fallopian tubes and free intraperitoneal spill of contrast on the left. Grossly unremarkable appearing uterine cavity and fallopian tubes. Second intrauterine device noted. Imaging procedure - on (B)(6) 2013: right occlusion only, malposition.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, vaginal yeast infection, vaginal discharge and abdominal pain. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received: lot number, medical history, reporter information were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.